Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. The customer's address is unknown. New jersey, USA has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5115905. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle was blocked during the insulin injection. The following information was provided by the initial reporter: "bd autosheild duo insulin pen needle - when trying to administer insulin to patient, the rn noted that she could not press the plunger on the pen and insulin would not administer. Upon further review of the device, the needle was removed from the pen and was bent at a 90 degree angle. The needle was replaced and insulin pen was working properly. Rn did not note to have any difficulty with putting the needle on the pen and was concerned it was bent prior to attaching it to the pen. There was not harm to patient or staff member in this incident, however the pen needle could not be used and needed to be replaced."

Event description:
It was reported that the bd autoshield¿ duo pen needle was blocked during the insulin injection. The following information was provided by the initial reporter: "bd autosheild duo insulin pen needle - when trying to administer insulin to patient, the rn noted that she could not press the plunger on the pen and insulin would not administer. Upon further review of the device, the needle was removed from the pen and was bent at a 90 degree angle. The needle was replaced and insulin pen was working properly. Rn did not note to have any difficulty with putting the needle on the pen and was concerned it was bent prior to attaching it to the pen... There was not harm to patient or staff member in this incident, however the pen needle could not be used and needed to be replaced."

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (1) photo of the 30g 5mm pen needle, reporting needle clog. The photo was visually examined and observed bent cannula npe. Based on the photo provided, embecta was able to confirm the reported failure as bent cannula. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo received, embecta was able to confirm the customer-indicated failure. The root cause could not be determined as the samples were not returned. H3 other text : see h10.